Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the customer was overfilling their cartridge. Tandem technical support educated the customer that this is off label. Customer continued to use the existing cartridge. Customer's blood glucose was approximately 300 mg/dl.